Manufacturer narrative:
The device was returned for evaluation. Condition upon receipt: 1 un-sealed sample, part number 1884560hs, from lot number [no I nformation] received; equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), calipers. Evaluation: when compared to assembly drawing and the inner assembly drawing: the inner shaft broke 0.61- from the distal face of the inner hub which would have resulted in the reported malfunction. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was deformation of the front hub and striations around the outside diameter of the shaft indicating metal on metal contact. The information indicates excess pressure was applied during use which caused the deformation of the hub and the heat; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. The breakage was likely to have been contained by the outer tube and the handpiece due to the location. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. Note: [excess: exceeded sufficient pressure required for operation]. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause; the most likely root cause is related to operational context. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant product(s) : ID#1898200t m4 microdebrider. (B)(4). The device has been returned for evaluation but analysis has not yet begun.

Event description:
It was reported that "during dcr (dacryocystorhinostomy) the round bur hs tip broke off during use. There was debris from the broken part, but it was ensured that the debris was not in the patient's body. The procedure was completed with no delay or adverse effect." There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.